Event description:
It was reported that the patient died. The target lesion was located in the left main anterior descending artery. A 3.00 x 38 synergy was deployed and the patient developed chest pain. Stent thrombosis with no flow was revealed via angiogram. Thrombosuction and bailout stenting with a 4.00 x 12 synergy was performed. The patient experienced stent thrombosis and the physician attempted bailout stenting with a 4.00 x 16 synergy. The patient went into cardiac arrest and died.